Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model.

Event description:
It was reported that the device battery voltage was low, but eri (elective replacement indicator) had not been triggered. The device is still in use. No patient complications have been reported as a result of this event.